Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump had emitted a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2015 with the following findings: the pump's black box showed several call service 064 alarms with a high force reading occurring due to an occlusion during the prime step on (B)(6) 2014. No call service alarms or any related warnings occurred during investigation. The pump's cover was removed and there was no damage or moisture found to the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .

Manufacturer narrative:
The pump has been returned to animas for evaluation. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.